Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will not charge or boot. The receiver download failed ro communicate. The receiver case was open for internal inspection and failed due to detection sticker activated and/or, rust, contamination or liquid intrusion. The customer complaint could not be confirmed due to moisture. The reported event of loss of connection could not be determined. A root cause could not be determined.